Manufacturer narrative:
A 3i t3® with dcd® tapered implant 5/4 x 10mm (bnpt5410) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint the reported device was located #14 and length of usage is approximately 3 year and 6 months. A picture was provided by the customer, see complaint for customer attached picture. Damage drive feature is shown. DHR review was completed for the subject lot number (2015111161). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015111161) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed with customers picture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Event date: not provided. Implant remains implanted.

Event description:
It was reported that implant (bnpt5410) has damage hex. Implant has not been removed from the patient mouth at the time of this report.